Manufacturer narrative:
All available information was investigated, and the reported clip opening while establishing final arm angle (efaa) and clip jumping open was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on information provided and the results of the returned device analysis, a cause for the reported clip opening during efaa and clip jumping open could not be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. Additionally, the imaging provided by the account was further reviewed by an abbott senior staff clinical engineer. The reviewer noted that "two (2) fluoroscopic videos of the reported cds were provided. Both videos capture the same instance during the procedure, with the second video providing a zoomed in view of the clip. In both videos, the clip can be visualized attached to the delivery system. Initially, the clip arms are at an angle of ~20°. As the video progress, the clip arms are observed to slightly open (~5° - 10° opening) to ~30°; it should be noted that only one clip arm is observed to move in the videos, contributing to the opening affect. This suggests potential tension / asymmetric force on the clip, focalized on the single clip arm. The videos provided were presumably taken during the first efaa check in which the clip arms were observed to open to 30°. While the stated arm angles in this evaluation are estimations based on visual assessment with the naked eye and cannot be confirmed, it is apparent that the clip arm angle opens; however, the degree of opening is minimal and possibly due to the clip locking mechanism settling, which is normal device behavior." (Reference pre-investigation task cine review within the complaint record).

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opened while establishing final arm angle and clip jumping. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. The clip was inserted and placed central on the valve. However, while establishing final arm angle (efaa), it was observed the clip jumped open to about 30 degrees. The clip was removed with no reported issue and replaced. Two xtw clips were implanted with no reported issue, reducing the mr to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.